Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a transient voltage suppressor diode on the dock connector assembly. The dock connector assembly was replaced to resolve the report. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.